Event description:
The customer reports while preparing a visera elite video system center for use, there was no image. The planned procedure was completed with another device with no significant procedural delay and no impact to the patient. Upon physical inspection of the returned device, olympus confirmed the user's report. There was no image due to a faulty printed circuit board.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. Preliminary findings are reported. The investigation is ongoing. Upon physical inspection of the returned device, olympus confirmed the user's report. There was no image due to a faulty printed circuit board. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. From the evaluation, the issues of "white balance does not work" and "black screen" were not duplicated, but were deemed to have been due to a faulty "dp" circuit board. There was no determination of what may have caused the fault to the board. Olympus will continue to monitor field performance for this device.